Event description:
Citation: r. G. Nogueira, et al. Preliminary experience with onyx embolization for the treatment of intracranial dural arterovenous fistulas. Ajnr am j neuroradiol. 2008 jan;29(1):91-7. Epub 2007 nov 1. The following report was received by medtronic (covidien) through review of literature: a patient required a third session of onyx embolization via the right occipital artery to treat an intracranial dural arterovenous fistula (davf). Initial embolization via left occipital pedicle in the acute phase resulted in only near complete occlusion with mild residual filling vial the left posterior cerebral artery (pca). Angiography performed 8 weeks later showed significant interval enlargement of the right middle meningeal artery supply and less markedly of the right occipital artery supply. There was stable residual filling of the fistula via the left (pca) but no residual left occipital artery supply. Stage ii of onyx embolization was also performed however 4.6 months later showed recurrence of the dural arterovenous fistula (davf) with supply via the right occipital artery which ultimately lead to a third embolization.

Manufacturer narrative:
The onyx was not returned for evaluation as it was consumed in the event. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. The lot history record review was not possible since the lot number was not reported. Note: this event occurred during off-label use of onyx. (B)(4).